Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found the device can was exposed to electrocautery. A u2 telemetry anomaly was suspected to have caused the anomaly. This likely contributed to the reported complaint of backup operation.

Event description:
It was reported that an asymptomatic patient was presented in the operating room for a routine pulse generator changeout. The generator was in backup vvi mode. The device was exposed to electrocautery and normal function was restored through a device download. A new pulse generator was placed successfully.